Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised due to pain, elevated cocr levels and small fluid collection. **update**(B)(4) 2013 litigation papers received. Litigation alleges damage to bone and tissue and metallosis. There is no new additional information that would affect the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Lot for products was identified on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013. Update: (B)(4) 2013 - medical records received. Patient was revised to address heterotopic ossification, yellowish green fluid consistent with adverse reaction to metal debris, corrosive changes on the trunnion, no significant bony ingrowth on the acetabular cup and osteolysis. The stem and sleeve have been added to the complaint. This complaint was updated on: (B)(4) 2014.